Event description:
(B)(6) 2014, (B)(4). Initial notes: customer is stuck in fill tubing on his pump. He states he sees the drops come out but when he presses esc it goes back to fill, tubing. Prime rewind t/s per dop. Patient's bg is 200 mg/dl. Customer states they are unable to exit the "preparing to prime" loop. Ensured customer is disconnected. Adv customer to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. Customer states they did not receive 2nd series of beeps.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners. The device passed the prime, displacement and basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.